Event description:
It was reported that revision surgery was performed due to pain and elevated metal ion levels. Hip and groin pain began in 2007, though x-rays initially showed no issues. By (B)(6) 2009 x-rays reportedly showed areas of lucency and elevated metal ion levels were noted.

Manufacturer narrative:
The implantation of a competitor femoral stem constitutes an off label application of the devices.